Event description:
The lead was unable to be removed due to a vein thrombosis and the lead remains implanted.

Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high rv lead impedance was noted and lead damage was suspected. The lead was unable to be removed due to thrombosis and the patient was sent for another evaluation. The patient is in stable condition.